Manufacturer narrative:
The investigation for the reported "pump did not start" issue has been completed. The cause of the pump stop was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump failed to start. A new impella was used without any harm to the patient.